Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped at fill tubing and stayed there. At the top it appeared full. The customer was unable to exit the preparing to prime loop. The drive support cap was loose and it came out. Customer's blood glucose level was 153 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.